Event description:
Hill-rom received a report from the account alleging the pt has a pre-existing stage 2 sacral wound that progressed to a stage 4. The wound care nurse stated an incision was made to remove the necrotic tissue and the wound has been receiving daily antibiotic ointment treatments along with cleaning with saline solution and the use of aqua seal silver dressing. The bed was located in the pt's home. This report was filed in our complaint handling system as complaint # (B)(4). The wear of microspheres to the point that they will not fluidize properly is multifaceted and their replacement is a practical occurrence that is inherent with use of the bed. Several factors come into account, environment, use and care of the pt. Hill-rom recommends not exceeding an ambient room temperature of 75 degrees f. The microspheres can handle limited amounts of fluids passing through the filter sheet. Excessive humidity, incontinence and bodily fluids will saturate the beads and hamper fluidization. Treatment from caregivers such as petroleum based topical ointments and silver compounds will ruin the coating on the beads and permanently destroy their fluidizing properties.

Manufacturer narrative:
The hill-rom technician found the micro spheres were over saturated with moisture and needed to be replaced. The technician replaced the microspheres to resolve the issue. The reported injury is serious in nature per FDA definition. Moisture in beads was not related to a malfunction of the device. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.